Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event information. Date of the system explant is unknown. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: na, batch: ab2421.

Event description:
Related manufacturer reference number: 1627487-2022-05660. It was reported the patient's drg system was explanted due to a lead migrating and an inoperable ipg. The investigation did not determine which lead had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.